Event description:
Following implantable neurostimulator (ins) replacement, the patient experienced a jolting sensation at the lead/extension connection location (this location was not touched during the ins replacement). It was noted that during the ins replacement there was a large amount of scar tissue around the ins; the physician had to cut into muscle when replacing the ins. The jolting had also occurred with the ins off. Impedance measurements were checked and found to be normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.